Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the keypad buttons were found to be intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: there was no visible damage to the keypad. The ok and down buttons were intermittently unresponsive. There was moisture present in the display lens. The pump failed a leak test due to a leak in the pump casing.moisture was found throughout the inside of the pump. All of the button contacts showed no evidence of contamination. There was a line through the display screen as a result of the moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.